Manufacturer narrative:
Manufacturing investigation evaluation: the small cannulation on the blade inserter was obstructed. It was not possible to see through to the other end of the device. The manufacturing evaluation shows that there were issues during the manufacture of the product that would contribute to this complaint condition. The inserter was examined; however, it was not possible to see through the small cannulation (ø6.20 ±0.04) as it appeared to be obstructed. During the preliminary investigation, it was thought that the cannulation was not bored long enough as the length was measured at approximately 83mm (should be 87.5 +1.0 according to the product drawing). However, upon further investigation, it was found that the obstruction was caused by the drilling disc from the gun drilling, which lodged in the small cannulation. The disc could be pushed through the small cannulation with some force. A potential cause due to the manufacturing process of the gun drilling may have prevented the coupling screw from going through as intended. A non-conformance has been initiated to document bounding activities and investigate further. Product development investigation: the external features of the impactor are in very good condition; however, the center cannula is obstructed by a ring of metal. It appears to be the left over material from an unfinished drilling operation. A manufacturing investigation is required (see above for conclusions). The returned impactor has a manufacturing defect of the central cannula. It appears that the full length was not completely drilled out, leaving a thin ring of metal that prevents a coupling screw from passing through. The complained condition was not associated with a flawed design. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing date: 19-nov-2015, part # 03.037.024, lot # t116450. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the material, components and final product met inspection records, certification test values and acceptance criteria. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during central processing in preparation for a procedure, the helical blade connecting screw would not go through the helical blade inserter. Upon visual inspection of the cannulation of the helical blade inserter, there appeared to be something visibly inside. The reporter used the helical blade connecting screw in an attempt to remove the object inside of the cannulation to no avail. The reporter then attempted to remove the obstruction through the use of the protection sleeve as a mallet in attempting to pass the helical blade connecting screw through the helical blade inserter. This resulted in the handle of the protection sleeve becoming damaged. The reporter confirmed that the incident took place ¿long before¿ the start of the procedure. The patient was neither anesthetized nor being prepped for a procedure. There is no surgeon involvement as there was no surgery and no patient because the problem was discovered in a field inventory inspection. No contact information to provide. This complaint involves 1 device. This report is 2 of 3 for (B)(4).